Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool recorded low battery alert on (B)(6) 2025 05:14:00.000, (B)(6) 2025 07:14:00.000 and on (B)(6) 2025 06:46:00.000. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection. Corroded electronic assembly was noted during visual inspection. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. The following cosmetic damages were noted: scratched case, stained keypad overlay and pillowing keypad overlay. In conclusion, customer alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. In addition, corroded electronic assembly was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump battery did not lasts than the expected.  The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed and found that the battery did not last more than 1 week and the customer was advised to insert a new aa battery and restart the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712k will be returned for analysis.